Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, cyst, anxiety product/procedure, and pain.

Event description:
Patient reported cyst, fluid buildup, pain, and exchange from textured to smooth due to concern with the product. Healthcare professional later reported left side fluid collection found on ultrasound, 2cm mass on lower pole, and capsular contracture, baker grade iii. Device remains implanted.